Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a coronary vessel. A 3.50 x 20 synergy ii drug-eluting stent was selected to treat the target lesion. However, during the procedure, it was noted that the stent unseated and was coming off the balloon. No patient complications were reported.